Event description:
Hcp reported the pt experienced drug withdrawal due to a late pump refill. The pt had relocated to a new area. The pt had been hospitalized in stable condition in the intensive care unit for an unrelated medical issue at the time of the withdrawal. The pt was transported to the university and had their pump refilled there. The pt is reported to be doing fine.